Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the patient was going to the bathroom as much or more than he ever did. This began on (B)(6) 2016 and the consumer wanted to know what she should adjust the device to. No cause or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.